Event description:
It was reported that difficulty to remove a balloon and additional stenting occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a radius intermedius and left anterior descending target lesion for a patient for acute myocardial infarction. A 8 x 2.50 promus elite mr stent was successfully deployed in the radius intermedius. A 16 x 2.50 promus elite mr stent was then deployed in the radius intermedius. Removal difficulties were encountered during withdrawal attempts of the deflated stent delivery balloon. A 12 x 2.75 promus elite mr stent and an 8 x 3.00 promus elite mr stent were deployed in the left anterior descending artery (lad) with success. Angiography was performed in a different coronary plane. Another lesion was observed in the ramus intermedius. A 16 x 2.50 promus elite mr stent was deployed in the ramus intermedius lesion, proximal to the first two drug eluting stents (2.5 x 8mm promus elite stent and 16 x 2.50 mm promus elite stent). The 16 x 2.50 promus elite mr was deployed at 14 atmospheres overlapping one of the previously placed promus elite stents. The angiography indicated that at one place or location the stent was not fully inflated. The 16 x 2.50 promus elite mr stent delivery balloon was deflated and inflated up to 14 atmospheres several times. Due to the vessel size, it was not possible to apply a higher pressure. The 16 x 2.50 promus elite mr stent was still not fully inflated. A non-compliant (nc) balloon was used in attempt to withdraw the 6 x 2.50 promus elite mr delivery balloon and to post dilate the 6 x 2.50 promus elite mr. It was not possible to mobilize the stent delivery balloon despite using the non-compliant (nc) balloon. The balloon on the 6 x 2.50 promus elite mr tore off the catheter. Subsequently, there was no blood flow into the vessel. The patient experienced angina pectoris and ECG changes were noticed. The patient was intubated for transportation. The patient had to be transferred for an emergency coronary artery bypass surgery. Following bypass surgery, the patient passed away due to heart failure on the intensive care unit.

Event description:
It was reported that difficulty to remove a balloon and additional stenting occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a radius intermedius and left anterior descending target lesion for a patient for acute myocardial infarction. A 8 x 2.50 promus elite mr stent was successfully deployed in the radius intermedius. A 16 x 2.50 promus elite mr stent was then deployed in the radius intermedius. Removal difficulties were encountered during withdrawal attempts of the deflated stent delivery balloon. A 12 x 2.75 promus elite mr stent and an 8 x 3.00 promus elite mr stent were deployed in the left anterior descending artery (lad) with success. Angiography was performed in a different coronary plane. Another lesion was observed in the ramus intermedius. A 16 x 2.50 promus elite mr stent was deployed in the ramus intermedius lesion, proximal to the first two drug eluting stents (2.5 x 8mm promus elite stent and 16 x 2.50 mm promus elite stent). The 16 x 2.50 promus elite mr was deployed at 14 atmospheres overlapping one of the previously placed promus elite stents. The angiography indicated that at one place or location the stent was not fully inflated. The 16 x 2.50 promus elite mr stent delivery balloon was deflated and inflated up to 14 atmospheres several times. Due to the vessel size, it was not possible to apply a higher pressure. The 16 x 2.50 promus elite mr stent was still not fully inflated. A non-compliant (nc) balloon was used in attempt to withdraw the 6 x 2.50 promus elite mr delivery balloon and to post dilate the 6 x 2.50 promus elite mr. It was not possible to mobilize the stent delivery balloon despite using the non-compliant (nc) balloon. The balloon on the 6 x 2.50 promus elite mr tore off the catheter. Subsequently, there was no blood flow into the vessel. The patient experienced angina pectoris and ECG changes were noticed. The patient was intubated for transportation. The patient had to be transferred for an emergency coronary artery bypass surgery. Following bypass surgery, the patient passed away due to heart failure on the intensive care unit. It was further reported that there was a right dominant coronary circulation. The dominant coronary vessel was located in right coronary artery (rca). The stent delivery balloon was not retrieved at the bypass surgery due the surgeon would not perform an additional aortotomy only for an attempt to retrieve the balloon. Therefore, the balloon was not retrieved. It was noted that the ramus intermedius was heavily calcified, but not tortuous. The stent segment was straight.

Manufacturer narrative:
Device technical analysis: the device was not returned to the complaint investigation site as it remains implanted. Media review: procedural angiographic media was provided to assist in the investigation and was reviewed by a boston scientific medical director. The review highlighted the following relating to the placement of this complaint device: flow in ramus restored following guidewire placement demonstrated a subtotal stenosis at the ostium followed by a tortuous lesion in a heavily calcified region. Difficulty encountered while advancing a balloon catheter through the heavily calcified, tortuous anatomy during lesion pre-dilation. An additional guidewire was positioned in the distal lad to anchor the guide catheter for additional predilation. A stent (pe 2.5 x 8) was deployed across the tortuous stenosis and the delivery system removed. At 10:44:59 a stent (pe 2.5 x 16) was deployed just distal to the ostium and the delivery system removed at 10:59:18 after multiple inflation/deflations.